Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome.